Event description:
During insertion of a right subclavian cordis catheter, it was noted that the guidewire proceeded to have gotten stuck when attempting to pull guidewire out after blood flow achieved. Guidewire eventually disengaged however during visual inspection, guidewire noted to have been frayed. Approximately 3 - 4 inch of guidewire was noted to have been left in patient initially. During removal of catheter, guidewire was visualized sticking out of the patient's skin. Guidewire removed from patient.